Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11582.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-11582. It was reported one of the patient's leads displayed high impedance. X-rays did not reveal any issues. Surgical intervention may be pending to address the issue. Note: all of the patient's leads are being reported as it is unknown which lead has high impedance.